Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm. It was reported that there was a proximal type I endoleak. The patient was hospitalized and an intervention was performed. A fenestrated endoprothesis was implanted and the event reportedly resolved. Per the investigator, the proximal type I endoleak was related to the endurant stent graft but not related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; the type ia endoleak was first observed on contrast CT imaging a month before previously reported. If information is provided in the future, a supplemental report will be issued.